Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the emergency room. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy. The oversensing w as noted on a stored non-sustained lead noise egm. Programming changes were recommended to decrease the ventricular sensitivity. The device remains implanted.